Manufacturer narrative:
The reported event of the ball at the tip which is broken off could be confirmed upon visual inspection. Any physical impact to the pointer can cause product damage.

Event description:
It was reported that during the service evaluation conducted at the manufacturer facility the tip of the device was found to be broken off. As the event was identified during service evaluation, there was no patient involvement or procedural delays.

Manufacturer narrative:
The reported event of the ball at the tip which is broken off could be confirmed upon visual inspection. Any physical impact to the pointer can cause product damage.

Event description:
It was reported that during the service evaluation conducted at the manufacturer facility the tip of the device was found to be broken off. As the event was identified during service evaluation, there was no patient involvement or procedural delays.